Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's battery abruptly depleted from 70% to 5% resulting in a low power alert. Tandem technical support reviewed the pump's logs and found that the battery had depleted from 50% to 5% while charging. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for insulin therapy.